Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to a frayed grip cable at the distal end. Additionally, the instrument was found to have charring and localized melting on the bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. A review of the procedure logs indicated that a monopolar instrument was used during this case. The complaint regarding an issue with the instrument was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of thermal damage is attributed to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during central processing, the customer experienced an issue with a maryland bipolar forceps instrument. There was no report of patient involvement or patient injury.